Manufacturer narrative:
Follow-up #2 date of submission 02/10/2017 - correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition issue. The reporter claimed that the pump had cracked/damaged casing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the battery compartment was cracked above and below the bumper pad. The returned battery cap was able to attach to the pump. The cartridge compartment was damaged near the threads. The cartridge cap was not returned; a test cartridge cap was able to attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.